Event description:
It was reported that the atrial lead had high impedance. No changes have been made and the atrial lead remains in use at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: implantable pulse generator sdr303b, implanted (B)(6) 2003; implantable pacing lead 4968 implanted (B)(6) 2003. (B)(4).